Event description:
Received information that customer received a site change reminder. Customer's blood glucose level was slightly elevated a couple hours after performing the load process; however, customer's blood glucose level had normalized. During pump history review. It was noted that he customer may have skipped the fill cannula step.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.